Event description:
Customer reports to have high blood glucose of 427 mg/dl, which was treated with an old insulin pump. Customer's blood glucose at time of call was 158 mg/dl. Troubleshooting could not be completed as customer needs to call back with infusion set. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).